Event description:
It was reported that during the surgery to treat an acromioclavicular joint separation, the button of the tightrope detached from the implant holder after passing through the clavicle and before passing through the acromion. No fragments remained in the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.